Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The imaging review stated that one time point images were available for evaluation; the post-implantation cta dated (B)(6) 2014 showed that it cannot cannot confirmed that the implanted device limb moved distally with one time point. The reconstruction image appears to show ~21mm between distal markers of the trunk ipsi and proximal marker of the distal limb. The contrast outside the implanted trunk ipsi appears to communicate with contrast distally in the right common iliac artery. The cta images of (B)(6) 2014 appear to confirm a type iii endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient was admitted to hospital due to type iii endoleak and enlargement (unknown amount). At the moment the patient will be monitored by the physician. The patient will be treated on (B)(6) 2014 with a gore® excluder® aaa endoprosthesis contra lateral leg to bridge the gap between gore® excluder® aaa endoprosthesis ipsilateral leg and gore® excluder® aaa endoprosthesis extension with a long overlap in both parts.

Manufacturer narrative:
(B)(4). During the re-intervention on (B)(6) 2014, the endoleak was successfully solved by bridging the gap between the gore® excluder® aaa endoprosthesis ipsilateral leg and the gore® excluder® aaa endoprosthesis extension with a pxc141200.